Manufacturer narrative:
The unit was returned to livanova for inspection and repair activity. The reported condition was confirmed and the bearings were replaced (pn:(B)(6)) to solve the issue. The clamp housing and accessory parts of the erc mast were replaced as well. Electrical and functional checks were performed and passed successfully, and the unit was put back into regular service. According to the complaints database review, a similar issue was reported in complaint (B)(4) and traced back to a faulty connection between the zka and zkb boards. Based on the above facts, the root cause of the reported issue has been traced back to defective ball bearings. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in the netherland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the user performed a erc leakage test (build up pressure and check the pressure drop) and observed pressure drop. Medical team elected to change the clamp for a spare one. There was no patient involvement.